Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction added to fields: h5, h8. Additional information added to fields: h2, h4, and h6. The device was not returned to olympus for inspection; therefore the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the thunderbeat 5 mm, 35 cm, front-actuated grip type s experienced an out of box failure. Prior to the procedure, the tip fell off. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.